Manufacturer narrative:
(B)(4). MFR eval / investigation pending additional info from consumer.

Event description:
Report for pt 1 of 2: more than 900 seconds displayed on hemochron signature elite / act+ system post heparin bolus of 6700 u. At 221 seconds when assay subsequently repeated at unspecified time. Pt baseline and therapeutic range not reported. No report of adverse event, serious injury, or intervention.